Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received reported that an overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins) and was due to patient non-compliance. It was noted that a ¿triple charge¿ was performed on the ins which resolved the issue. The patient was educated on the importance of keeping the ins battery charged. It was also reported that the patient was a chronic pain patient and complained of pain regardless of whether the ins therapy was used or not. There were no additional symptoms reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient was not able to communicate with their implantable neurostimulator (ins) and they were unsure when they last charged or felt stimulation. It was stated there was a potential for overdischarge and a power-on reset (por) condition was reported with a 0x408 error code. Reportedly, the por was able to be cleared and an impedance check was done. It was stated, the patient charged enough to interrogate with the clinician programmer, but after the impedance check, the battery dropped and was not able to communicate with patient programmer. The caller was advised to recharge the battery and try to interrogate again. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.